Event description:
Reporter indicated that after transferring database from the site's dell x5 handheld to the dell x50 handheld, the database was corrupted. Although interrogation and programming could be completed, an sql error message would appear on the handheld screen.